Manufacturer narrative:
It was reported that the ventilator did not provide any volumes. Our field service engineer investigated the ventilator with simulator to different oxygen mixtures, the value for breathing was always very close to breathing. The expiratory cassette membrane was cleaned and a pre-use check was performed with positive results. No further issues has been reported, the conclusion is that cleaning of the expiratory cassette membrane solved the reported issue.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator did not delivered volumes. There was no patient harm. Manufacturer ref.#: (B)(4).